Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that there were inaccuracy issues. They had to re-adjust the screws after the spin. There was no delay in the procedure and no impact on patient outcome. It was later noted that the screws were not placed and the surgeon was using guidewires, and the guidewires looked superior on the post spin.